Event description:
It was reported that during an infusion of propofol to be administered at 45ml/hr, approximately 12 to 15 hours into the infusion, the pump alarmed for air-in-line. There was no resultant patient complication due to this reported event and patient information is not available.